Manufacturer narrative:
This report is being filed on an international product; list number 9c94 that has similar products distributed in the us, list numbers 1l81 and 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect hbsag results were generated on a patient with chronic lymphocytic leukemia. The results showed a discrepancy with a past value. Testing on (B)(6) 2018 generated (B)(6) results of 142.40 and 150.81 iu/ml. Immunochromatography results for (B)(6) were (B)(6) . The patient was (B)(6) a year ago. Hbsag confirmatory results were (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
No customer returns were received for investigation. The customer laboratory is assuming that hbsag has increased from decreasing immune function due to the chronic lymphocytic leukemia (cll) and there is a possibility of denovo hbv hepatitis due to the leukemia treatment. Customer complaint data was reviewed and no nonstatistical or adverse trends were identified. A review of the product quality history for architect hbsag confirmatory lot 70041fn00 was performed and no issues were identified associated with the customer observation. Investigation testing for architect hbsag confirmatory lot 70041fn00 was not completed as the lot had expired. The architect hbsag confirmatory reagent labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect hbsag confirmatory assay was identified.